Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer also stated that failed was found and was telling insert a new battery, delivery stopped insert new battery and customer has tried two new batteries from different packages but same issue was found. Advised the insulin pump will need to be replaced. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or insert battery alerts noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery test/battery failed alarms noted during testing. Installed and removed a test battery several times during testing. No unexpected insert battery alerts occurred.